Event description:
This patient was admitted for acute coronary syndrome (acs) and was taken emergently to the cath lab. Angiography revealed a de novo, eccentric, calcified, bifurcating, c-type lesion in the distal lcx. Timi flow was 0. The diameter of the vessel was 2.02mm and the lesion length was 21.3mm. Ten thousand units of heparin were given intra-procedure; acts were not measured. Rotational atherectomy (rotablator) was conducted with a 1.25mm burr. As a result of the rotational atherectomy, an intimal dissection occurred. The lesion was dilated with a 2.0 x 20mm balloon inflated to 8 atms for 15 seconds, via kissing balloon (other balloon unknown). A 2.5x28mm cypher stent was deployed to 8 atms for 15 seconds. The stent was post dilated with a 2.25 x 15mm balloon inflated to 23 atms for 15 seconds. Ivus was conducted. Timi flow was iii and the residual stenosis was 0%. The patient was discharged from the cath lab on aspirin, ticlid, and cilostazol. Three days post procedure, the patient was discharged home in the morning; however, he began to complain of chest pain a few hours later. The patient returned to the hospital where he was diagnosed with an ami, due to increased of wbc changes in ECG. Angiography revealed thrombus within the implanted cypher. To treat the thrombus, aspiration thrombectomy was conducted and balloon angioplasty was conducted with a 2.5x15mm balloon inflated to 23 atm for 15 seconds. An intra-aortic balloon pump was inserted for hemodynamic support. An additional 10,000 units of heparin were administered. The patient remained hospitalized at the time of report.

Manufacturer narrative:
Physician's comment: the probable cause of this event may be due to the fact that the cypher was under-dilated. The stent was implanted at low pressure (8 atms) so as to not worsen the vessel dissection at the distal end of the stent. Device is not distributed in the us; however, it is similar to us product. Additional information will be submitted within 30 days of receipt.